Event description:
It was reported that this recently reprogramed pacemaker had an inappropriate mode switch due to farfield oversensing on the atrial channel. Technical services (ts) was consulted and provided other reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.